Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was in use on pt, but there was no pt harm reported.

Manufacturer narrative:
Event date: (B)(6) 2014. MFR received date: 08/20/2015 conclusion / root cause: this da board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed with data acquisition pcba adc reference failed . The customer reported the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
(B)(4).